Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection, using an implant that was too long.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient reported right side radicular pain following the procedure. The surgeon could not make a definitive determination that the second implant was impinging on the neuroforamen but decided to remove it anyway. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the second implant and replaced it with a shorter and wider implant of the same type. No other implants were adjusted or removed. The patient's radicular pain resolved following the revision procedure.